Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on the minicap which resulted in iodine leakage. This occurred during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a photograph and an actual sample were received. Visual inspection of the photograph revealed a crack with iodine surrounding the area of the crack. One (1) actual sample was received for evaluation. A visual inspection was performed with the naked eye which noted a crack on the minicap. The sample was cut open and observed to have damage at the positive stop of the minicap. Under water pressure testing for ten seconds was also performed and bubbles were observed. It was determined that the crack on the unit was a through crack. The reported condition was verified. The cause of the condition was determined to be an improper customer use due to overriding the positive stop in the threads of the minicap. One (1) companion sample was received. A visual inspection was performed with no issues noted. Under water pressure testing was also performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.